Event description:
Patient reported a left side "recall", "hard", "infection" and "800 ml of pus." Patient later reported "lactational adenoma", "internal radial folds", "thick liquid collection around the left implant" and "axillary lymph nodes with an inflammatory aspect, the largest measuring 11mm." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of abscess and infection(late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: abscess, infection(late onset).

Event description:
Patient reported a left side "recall", "hard", "infection" and "800 ml of pus." Device has been explanted.